Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2021, with blood glucose of unknown mg/dl. The customer stated that they experienced high blood glucose level and diabetes ketoacidosis. The customer¿s current blood glucose level was 436 mg/dl. Customer stated that they experienced a low blood glucose and the insulin pump went to suspend mode and now the blood glucose stays on high blood glucose went to dka and pump keeps suspending even on high reading. Customer was treated with glucose tablet for low blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not used at the time of event. The device will not be returned for analysis.